Manufacturer narrative:
Additional information was added to f10/h6: medical device problem codes (add code), h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: e1: initial reporter last name: e1: initial reporter facility name: e1: initial reporter address: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice automated pd set with cassette leaked near the "patient end." The tubing was kinked and the leak was observed. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.